Manufacturer narrative:
Implant date: ab interno xen 45 gel stent implantation between april 2017 and january 2019, ab externo xen 45 gel stent implantation between january 2019 and august 2019. Article citation: gallardo, mark j., et al. ¿comparison of clinical outcomes following gel stent implantation via ab-externo and ab-interno approaches in patients with refractory glaucoma.¿ clinical ophthalmology, vol. Volume 16, 2022, pp. 2187¿97. Crossref, https://doi.org/10.2147/opth.s354038. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of ab externo implantation approach, stent reloading into injector, high intraocular pressure, usage of medications, fibrosis or bleb failure requiring needling or 5-fu injections, numerical and clinical hypotony, vision reduction of 2 lines or more, hypotony maculopathy, optic disc edema, serous/hemorrhagic choroidal effusions, migrated xen, exposed xen, exposed xen, endophthalmitis, and gel stent curling were noted in the article: "comparison of clinical outcomes following gel stent implantation via ab-externo and ab-interno approaches in patients with refractory glaucoma" clin ophthalmol. 16:2187-2197. This is the same article reported under MDR ID #3011299751-2022-00134 (allergan complaint #(B)(4)). This MDR is being submitted for the medical events.